Event description:
During ureteroscopy with laser lithotripsy, holmium laser fibers x3 broke during surgery. Flexiva ID trac tip 200 fiber x2 (lots # 0000006252 and 6261) broke prior to use on patient. These were not used. Flexiva ID 365 fiber (lot # 0000006265) broke in the lithovue disposable ureteroscope and a piece of the fiber went into the right kidney. A new flexible lithovue ureteroscope was opened and the piece was retrieved by basket extraction from the right kidney. All fibers were kept as well as the retrieved piece of fiber from the kidney. There was also another flexiva package in which the wire was popped out of the package before it was opened, lot # 0000006205. Procedural note: "the stricture dilated well. The wire was exchanged for an amplatz superstiff wire and the lithobid ureteroscope was placed. It passed easily through the stricture up into the level of the kidney. The kidney was very hydronephrotic. A 365m holmium laser fiber was used to fragment the multiple stones that were seen in the very small pieces. At one point the fiber did break and actually a piece of fiber broke off. Fortunately, I was able to use a 0 tip basket and retrieve it and remove it in its entirety." "The patient tolerated the procedure well. There were no complications."